Event description:
A physician reported the cutter failed to cut during a procedure. Aspiration was working. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The customer reported that the cutter in their pak could not actuate. One 27+gauge (ga) probe manifold was returned. Excessive solvent in the gray radio frequency identification (rfid) connector caused cutting failure. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier will be made aware of the issue; however, as the occurrence rate for this failure is low and this appears to be an isolated incident, no formal root cause or corrective action will been requested at this time. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).